Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A sales representative reported on behalf of the customer that the assembly knob of the a2079 mayfield xr2 base unit broke during a procedure. The product was in contact with the patient. It was unknown if the patient was injured. However, surgery was rescheduled due to the event. Additional information was received on 08feb2019 and 19feb2019 indicating that the issue happened at the beginning, in the positioning phase of a vertebral surgery on a female patient. There was no adverse consequence to the patient.

Event description:
N/a.

Manufacturer narrative:
The device was not released for evaluation. The device history record review revealed no abnormalities related to the reported incident. There were no variances, mrr¿s or reworks associated with the lot/work order number. There was no service history on file. The complaint was not confirmed. The root cause to the end user's experience could not be determined.